Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose level was 300 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer reverted to a back-up insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.